Event description:
Five hours after plasma donation in 2005 the donor was found deceased in their car. All windows were closed and outside temperature was reported to be mid 80s to 90 degrees. Autopsy and toxicology reports are pending. This was the 5th donation for this individual. All procedures, including 2005 were uneventful with no problems. Reported. It is not known whether donor's death was releated in any way to the plasma donation procedure. This MDR is filed for the needle as a concomitant product, although there is no indication of any defect or malfunction of the needle during this procedure. Review 0of manufacturing records for the reported ot indicate that this product met all design, quality, and release criteria.